Event description:
It was reported that the patient with this right ventricular lead expired due to a myocardial infarction. The associated device is from another manufacturer. It was noted that the patient had been hospitalized due to sepsis a few weeks prior and reported that the sepsis might have been caused by the implanted system.